Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. We checked the returned unit and confirmed that the air/water cylinder control body stuck accessory/object. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the air/water cylinder control body. In addition, we confirmed that the insertion flexible tube (ift) compressed, the remote control buttons cut, the lg air/water socket cylinder loosened, and the u/d and the r/l pulley wires worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.